Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer was assisted by technical support in resetting the pump. The issue did not recur after the pump was reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears and confirmed understanding of this guidance.